Manufacturer narrative:
Corrected the MDR codes.

Event description:
It was reported that the pump touch screen remained black and inaccessible. There was no reported impact to the customer¿s blood glucose level. The customer was waiting for the pump's return for inspection, and a replacement pump was provided.